Manufacturer narrative:
In follow up with the customer she stated she was using the personal fit shields with her pump in style pump and her breasts were itching. She was prescribed a topical treatment to use in hops to have the issue get resolved. A medela clinician spoke to the customer on (B)(6) 2012 and reported that the customer was being diagnosed with an allergic reaction on her breasts where the pump's breast shields contact her skin. Her physician prescribed a steroid topical crème which she used bid for 2 days. The itching and redness went away, and lotions have taken care of the dry skin that remained. She feels that the problem has now resolved and is no longer under medical care for the condition. The product involved in the complaint as not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Reported issues of rash/itching/allergic reaction are currently being investigated under (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handing process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
Mom reports that she has developed what my doctor thinks is possibly an allergic reaction to the pump breastshields. The skin all the way around both breasts is red, extremely itchy and flay(not the nipples or areola, the irritation doesn't actually even touch the areolas). She has been prescribed a steroid cream.